Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving clonidine (100 mcg/ml, 30 mcg/day), baclofen (1000 mcg/ml, 300 mcg/day) and morphine (30 mg/ml, 9 mg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the empty pump alarm was occurring. The patient was in the hospital with an "infection of some kind" so they elected not to fill him when the refill was due on (B)(6) 2018. The patient had recurrent urinary tract infections and the hcp was not sure what the patient's infection control status was. The hcp would likely fill the pump and start the patient on a lower dose, then bring the patient back to check the reservoir for volume accuracy. The patient had 50% less pain control and their spasticity was much worse since the pump was empty. The patient had been taking oral medications to supplement, including oral baclofen. There was a motor stall message on the pump. The patient was not a good candidate for surgery. No further complications were reported.